Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the peritonitis event. The patient was treated with injection of meropenem 1gm and injection of vancomycin 1gm (no further details). It was reported that a patient passed away (during hospitalization). The cause of death was reported as due to cardiac arrest. It was not reported if an autopsy was performed. The patient was not recovering from the peritonitis event at the time of death. It was reported antibiotic and pd therapy were ongoing prior to and at the time of death. No additional information is available.